Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 12x150mm spl tpr dist, pn: 11-300812, ln: 066340;; unknown cup, pn: unknown, ln: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05383, 0001825034-2018-05385.

Event description:
It was reported patient was revised approximately 22 months due to loosening and periprosthetic fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this is a duplicate report. The event has been previously reported on 0001825034-2018-07794 / 07795. The initial report was forwarded in error and should be voided.